Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis indicated that the radiofrequency head would not interrogate and failed uplink tests. It was also indicated that the upper case lens was broken. The head was tested with a known good cable and interrogated and passed functional tests. The head was sent for repair and restock. (B)(4).

Event description:
The radiofrequency (rf) head, which was returned as it was no longer needed, tested out of specification during manufacturer's analysis. There was no patient involvement.